Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2011, at (B)(6) medical center, (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Igtcfs-65-fem-celect-perm.investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2011, at (B)(6)."&#842; additional information received on 04mar2016: "[pt] presented to the emergency room because of an infection to the right femoral-popliteal artery bypass graft that required surgical intervention. A radiological supervision and interpretation of percutaneous placement of inferior vena cava filter was performed. On (B)(6) 2012 at (B)(6), the filter was attempted to be retrieved through the right internal jugular vein. Per the procedure note, an attempt was made but there was evidence of a moderate sized clot in the filter, not in between the legs but around the hook of the filter. A different approach was used on multiple snares to go around the clot where it was attached to the snare but were unsuccessful." Patient outcome: additional information received on 04mar2016: "[pt] states that she starts getting chest pains and roll down to the left side of the chest. "Acts like a heart attack," along with the pain, she also gets nasty heartburn. The pain includes her jaw, back straight through to the front left of her chest, and she sometimes begins to sweat."

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Per additional information provided on 13feb2017: it is alleged the patient is experiencing pain, suffering and disability. It was reported that the device is unable to be removed.

Manufacturer narrative:
(B)(4). Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating : "it is alleged the patient is experiencing pain, suffering and disability. It was reported that the device is unable to be removed". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. A reference is made to the instructions for use: in potential adverse events are mentioned: ¿ damage to the vena cava; ¿ pulmonary embolism; ¿ filter embolization; ¿ vena cava perforation; ¿ vena cava occlusion or thrombosis; ¿ hematoma at vascular access site; ¿ hemorrhage; ¿ infection at vascular access site; ¿ death. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No product is returned and no imaging is available. Without images it is impossible to comment on the cloth trapped in the filter, or to investigate the root cause for the unsuccessful filter retrieval attempt. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is impossible to comment on the alleged punitive damages and the sweat, heartburn, chest pains and pain in her jaw and back straight through to the front left of her chest. What is meant with "acts like a heart attack" is unknown, but due to the quotation marks it is presumed to be a description provided by the patient of a feeling she has. However, it is impossible to comment further on this statement without additional information. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Igtcfs-65-fem-celect-perm. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records have been available the exact root cause for what caused the alleged cloth trapped in the filter and the unsuccessful filter retrieval attempt are unknown. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2011, at (B)(6)." Additional information received on 04mar2016: "[pt] presented to the emergency room because of an infection to the right femoral-popliteal artery bypass graft that required surgical intervention. A radiological supervision and interpretation of percutaneous placement of inferior vena cava filter was performed. On (B)(6) 2012 at (B)(6), the filter was attempted to be retrieved through the right internal jugular vein. Per the procedure note, an attempt was made but there was evidence of a moderate sized clot in the filter, not in between the legs but around the hook of the filter. A different approach was used on multiple snares to go around the clot where it was attached to the snare but were unsuccessful." Patient outcome: additional information received on 04mar2016: "[pt] states that she starts getting chest pains and roll down to the left side of the chest. "Acts like a heart attack," along with the pain, she also gets nasty heartburn. The pain includes her jaw, back straight through to the front left of her chest, and she sometimes begins to sweat."

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook celect filter as catalog # is unknown it could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2011, at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.